Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the station time was lagging 7 minutes behind. A technical support specialist (tss) dialed into station, opened a cmd session through bomgar and corrected the time, then rebooted the stations and verified that communication was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was lagging 7 minutes behind the correct time. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.